Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Analysis was performed on the returned device. The reported mechanical jam was not confirmed as the cutter advanced completely to contact the suture and successfully retracted. The reported failure to cut the suture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one similar complaint from this lot. The reported failure to cut the suture was concluded to be related to a potential product quality issue and subsequently contributing to the reported mechanical jam (suture trimmer remained in the lock position). The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices. Removed device code 2610.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was completed using a proglide device after an interventional embolisation procedure. Reportedly, the suture trimmer did not cut the suture and remained locked on the suture while in the patient anatomy. A few minutes later it ¿sprang¿ back and the suture trimmer was removed. Scissors was used to cut the suture. Hemostasis was achieved with the sutures of the proglide device. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.